Event description:
Reported received from the USA stating that the device was getting hot." The device was being used during a posterior lumbar fusion surgery. There was no delay in the surgery as a spare attachment was readily available. There were no pt or user injuries reported and no medical intervention required. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.